Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023, to ensure the initial concern was resolved and to inquire if medical attention had been required. Able to establish contact with customer who reported medical intervention since the last call, stating they had contacted their doctor and had gone to the doctor's office on (B)(6) 2023. Customer's blood glucose test result at the doctor's had been 560 mg/dl. The diagnosis was high blood glucose and the doctor had given the customer insulin and liquids. Customer reported a change was made to his health care program: he is now taking insulin. Customer's blood glucose is now down in the 200's mg/dl. Customer stated he is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for error message (e-3) and hi blood glucose test results. Cousin is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Customer stated at a scheduled doctor's visit his blood glucose had been over 500 mg/dl and so the doctor had sent him to the hospital. Customer stated he has been out of the hospital for two days. Doctor had increased the customer's metformin from 500 to 1000 mg. During the call, a blood test was performed by the customer non-fasting (took metformin 10 minutes prior) and produced test result of hi using true metrix meter. Customer stated they will contact the ambulance. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2024, and open vial date is (B)(6) 2023. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 05-june-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.